Event description:
Walgreens auto inflate blood pressure monitor - provides extremely inaccurate readings. Because we got such different readings at our doctor's appointments, I recently took the unit to their office and had the nurse compare it multiple times to their manual blood pressure reading. The walgreens monitor is off by at least 50 points on the systolic and over 15 on the diastolic. This is well outside of their documented +/- 3mm hg standard and is, in fact, very dangerous and misleading. We have used the monitor since I purchased the unit in july 2003 and it seemed to work okay. It has been very consistent from the beginning in its readings, so we did not question the results. Prior elevated readings at annual checkup were attributed to "white coat" syndrome.